Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When the nurse is opening the femoral component during the primary total knee surgery, the plastic packaging holding the sterile component cracked while peeling back the outer paper covering. The nurse and rep decided it was not a good decision to use this implant and opened another implant.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange of the outer blister to fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging. No further investigation for this event is required at this time.

Event description:
When the nurse is opening the femoral component during the primary total knee surgery, the plastic packaging holding the sterile component cracked while peeling back the outer paper covering. The nurse and rep decided it was not a good decision to use this implant and opened another implant.